Manufacturer narrative:
The unit was received with a blank display due to corroded electronic assemblies. The unit had a corroded motor home switch as well. The device also had cracked casing at the display window corners and minor scratches on the lcd window.

Event description:
The customer's father reported via phone call that his son's insulin pump will not turn on anymore after the son went swimming while wearing the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.